Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer state airline damage looks like ran into the wall. The joystick popped off customer is homeless aware of recall, chair does slow down and speed up.